Event description:
It was reported that a foreign substance was seen in x-ray after the surgery. The surgeon confirmed the used screwdriver had broken. The broken fragment of the screwdriver remained inside of the pt's body.

Manufacturer narrative:
Investigation in progress but not yet complete.